Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon on the stylet and inside the protective sheath. The device was not used on the patient. No additional event or patient information is available.